Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows the kinked guide wire and protective tubing inside the packaging. The customer returned one unopened sac set for evaluation. The returned packaging had multiple creases and folds. The kit was opened to better analyze the components. The protective tubing had two kinks towards the distal end. The protective tubing was removed to reveal one kink in the guide wire. The lid stock clearly states "do not bend." The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink in the guide wire was located 47mm from the distal tip. The guide wire total length measured 350mm, which is within the specification limits of 345mm-355mm per the guide wire graphic. The guide wire outer diameter measured 0.515mm , which is within the specification limits of 0.508mm-0.533mm per the guide wire graphic. A manual tug test confirmed the distal and proximal welds were attached. A device history record review was performed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged.". The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. A kink was observed on the guide wire body and on the packaging components. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: product damaged inside the box. Additional information: the box was not damaged but the product was damaged in the box. Photo shows a kinked guide wire.

Event description:
It was reported that: product damaged inside the box. Additional information: the box was not damaged but the product was damaged in the box. Photo shows a kinked guide wire.

Manufacturer narrative:
(B)(4).